Event description:
Gi bleed [gastrointestinal haemorrhage]. Case description: initial information received on 03-sep-2015: this spontaneous medical device report was received from a healthcare professional concerning a (B)(6) male patient. The patient's medical history included congenital (B)(6) and hepatocellular carcinoma (hcc) with portal vein thrombosis. No concomitant medications provided. The patient received therasphere (lot number and expiration date not provided) through a patient access program. The patient received the first of two planned therasphere infusions in (B)(6) 2015, noted as "delivered within the last month" prior to hospitalization. In (B)(6) 2015, the patient developed a gastrointestinal (gi) bleed and was hospitalized. As of (B)(6) 2015, the patient remained hospitalized. Treatment and outcome of the event was not provided. The healthcare professional did not report a causality assessment of the event in relationship to therasphere. The company assessed the event as serious. Follow-up information has been requested. Case comments; gastrointestinal bleed is considered listed according to therasphere current reference safety information. The company considers the event of gastrointestinal bleed as related to therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.